Event description:
Per the interventional radiology technician: the wire comes pre-loaded. I had to take the wire out to flush the catheter, flushed the catheter, loaded the wire back in, secured the torque device, and gave it to the interventional radiologist. The md went to put the wire out to feed into the artery and the microwire was sticking in the microcatheter. The md took it out, flushed it, wiped it down, tried again, but then it was sticking in the same area. It was unable to be used. There was no patient harm or impact. The case was completed with a different microcatheter.